Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the lot number is unknown. Visual inspection: the sample was not returned for evaluation. Functional/performance evaluation: the sample was not returned for evaluation. Medical records/image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive for limb detachment and perforation. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Possible complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of a stroke, thrombus in the right carotid artery and dvt. Approximately five years post filter deployment, the patient reported abdominal pain. A CT scan was performed that demonstrated a detached filter limb perforating the aorta. One month post CT scan an open laparotomy was performed, the filter and detached limb were successfully removed. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: based on a review of the medical records received: a vena cava filter was indicated for dvt with a contraindication to anticoagulation. Access was gained into the right femoral vein, and an iliac and vena caval x-ray demonstrated the caval bifurcation and the level of the renal veins. The filter was successfully deployed just below the renal veins without difficulty. The patient tolerated the procedure well. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the medical records allege a filter was deployed successfully below the renal veins. There was no alleged deficiency reported within the medical records. The investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully for history of a stroke, thrombus in the right carotid artery and dvt. Approximately five years post filter deployment, the patient reported abdominal pain. A CT scan was performed that demonstrated a detached filter limb perforating the aorta. One month post CT scan an open laparotomy was performed, the filter and detached limb were successfully removed. The patient status at this time is unknown. New information received: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe and after a stroke while on bed rest. After an unknown amount of time post filter deployment, allegedly the filter tilted and embedded in the ivc wall; limbs were perforating into the vena cava and aorta; and detached limbs migrated (location not provided). An open abdominal procedure was performed to remove the filter and detached limbs. The patient allegedly experienced abdominal pain until the filter was removed. Based on a review of the medical records received, it was reported that a vena cava filter was indicated for dvt with a contraindication to anticoagulation. The filter was successfully deployed without incident. The patient tolerated the procedure well. No additional information was provided in medical records received.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and seven months later, computed tomography studies of abdomen and pelvis were performed. It has revealed that a filter in the lower inferior vena cava was significantly angulated and has legs which protrude through the wall of the cava abutting the lower abdominal aorta and causing reactive changes in the adjacent l4 vertebral body. After three weeks, computed tomography studies were performed for a patient with stabbing right upper quadrant abdominal pain and had difficulties with daily activity. Computed tomography showed that the inferior vena cava filter to be tilted and the several struts have left the inferior vena cava and enter the aorta, the small bowel mesentery, and retroperitoneal tissues near the duodenum. According to the physician, this was a cause of pain and potential morbidity and given enough time, the struts will be visible on esophagogastroduodenoscopy or colonoscopy. On the next day, inferior vena cava filter migration into retro peritoneum and aorta, possibly was the cause of epigastric abdominal pain. The patient needed open extirpation of this foreign body and any repair to surrounding structures that were necessary including aorta, duodenum, and inferior vena cava. After two weeks, open resection of perforating inferior vena cava filter via right retroperitoneal exposure was planned. Several tines of the filter could be seen leaving the vena cava, and the tines that were abutting the duodenum on the computed tomography scan were perforating through in a lateral fashion and not at the tip, which had an angled terminus that was meant to engage the vena cava. This strut was tenting up the vena cava but had not fully perforated and was only abutting the duodenum, which was intact. The patient was given systemic heparin and the vena cava was clamped above and below the filter and a venotomy was created on the vena cava and the inferior vena cava filter was removed. The physician had to bend one of the struts to get it from the aorta. The single strut and the main filter body were then removed. No more filter material was left in the vena cava, which was inspected, irrigated, and closed in a running manner with 4-0 surgipro suture. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava, filter tilt and material deformation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 10/2012), g3. H11: g1, h6 (device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed after being diagnosed with deep vein thrombosis/ pulmonary embolism and after a stroke while on bed rest. After an unknown amount of time post filter deployment, allegedly the filter tilted and embedded in the inferior vena cava wall; limbs were perforating into the vena cava and aorta; and detached limbs migrated (location not provided). An open abdominal procedure was performed to remove the filter and detached limbs. The patient allegedly experienced abdominal pain until the filter was removed. Based on a review of the medical records received, it was reported that a vena cava filter was indicated for deep vein thrombosis with a contraindication to anticoagulation. The filter was successfully deployed without incident. The patient reported abdominal pain; however the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. Medical records review: based on a review of the medical records received: a vena cava filter was indicated for dvt with a contraindication to anticoagulation. Access was gained into the right femoral vein, and an iliac and vena caval x-ray demonstrated the caval bifurcation and the level of the renal veins. The filter was successfully deployed just below the renal veins without difficulty. The patient tolerated the procedure well. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: it was reported by the patient that a vena cava filter was deployed after being diagnosed with dvt/pe and after a stroke while on bed rest. After an unknown amount of time post filter deployment, allegedly the filter tilted and embedded in the ivc wall; limbs were perforating into the vena cava and aorta; and detached limbs migrated (location not provided). An open abdominal procedure was performed to remove the filter and detached limbs. The patient allegedly experienced abdominal pain until the filter was removed. Based on a review of the medical records received, it was reported that a vena cava filter was indicated for dvt with a contraindication to anticoagulation. The filter was successfully deployed without incident. The patient tolerated the procedure well. No additional information was provided in medical records received.